Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level was 553 mg/dl at the time of hospitalization and was treated with intravenous drip. The customer¿s blood glucose kept rising up to 616 mg/dl. The customer¿s other blood glucose was 360 mg/dl. They had been blousing through the insulin pump. The customer had nausea, vomiting, and abdominal pain. The customer reported that they feel okay for troubleshooting. The customer was not calling back to perform a high pressure test. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. They were not been on sensors for 2 weeks now. The customer was had a backup plan available. The customer does not allege that the insulin pump was under delivering. The insulin pump passed the self-test and the displacement test. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professionals¿ instructions. The customer declined to perform the carelink upload. The insulin pump will not be returned for analysis.